Event description:
It was reported an 8f angi0-seal sts plus vascular closure device was used to seal the left common femoral arteriotomy site post coronary intervention procedure. The pt complained of pain and discoloration to left leg. A pseudoaneurysm was found and compressed under ultrasound guidance. The pt was discharged the next day, but readmitted three days later with deep venous thrombosis (dvt) in the left leg. The pt was treated with heparin therapy and was discharged five days later.